Manufacturer narrative:
Final device analysis of the lead revealed the following: the stylet coil was perforated by the stylet 8.5cm from the distal end. Final device analysis of the stylet revealed the following: no significant anomaly found. The stylet wire was bent.

Event description:
Additional information stated the lead was removed due to lead breakage. It was also reported the patient's trial finished on (B)(6)-2013 and the patient recovered without sequela and would like receive a permanent implant.

Event description:
It was reported that during a trial implant for 2 leads the stylets were slid about 3 inches out of the lead in order to check impedances. It was stated that the physician wanted to reposition the lead, but was unable to reinsert the stylet. The lead was then removed and replaced. It was noted that the physician was unable to reposition the lead in the same spot. The reporter stated that the trial is going well for the patient. Additional information was requested, but was unavailable at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_stylet_acc. Product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.